Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. The thump and carelink software were utilized and downloaded trace/history files properly. On the primary svn#: (B)(4), unable to verify daily total of basal/bolus and all insulin delivered on the event date 18-apr-2025 listed on smartsolve due to insufficient data in the trace/history files. Pump programmed with low reservoir alert multiple times and the alerts functioning properly. Also the reservoir unit left matches the units left on the test reservoir. No over delivery anomaly noted. In further review of the formatted history file 1 week prior to the (primary svn#: (B)(4)) event date of 18-apr-2025, these pump error(s)/alarm(s) were noted. Multiple no delivery alarm/insulin flow blocked alarm were found on 4/18/2025 from 14:49:01.000 until 15:36:34.000 during bolus deliveries. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.8 mv). The pump was received without a battery and battery cap. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for over delivery anomaly and low reservoir alert but reservoir has insulin was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and customer alleged the insulin pump over delivering the insulin. The customer reported a blood glucose value of 37 mg/dl, and the hypoglycemic event was treated with carb intake and with emergency medical services. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Customer states automode/smartguard was in use at the time of the low blood glucose event. No further patient complications were reported. Mmt-1886 was requested and customer response was the device will be returned.